Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal for over 30 minutes. The out of range signal went away during contact with dexcom technical support.